Event description:
It was reported that the patients lead had migrated. The patient underwent a revision procedure wherein one of the leads was replaced. The patient was doing well postoperatively, and explanted lead will not be returned, as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6).